Manufacturer narrative:
Device issue with inomax dsir# (B)(4) ((B)(4)). The review of service order findings was completed on 03-aug-2015. Inomax dsir# (B)(4) was returned to the manufacturer for service. The regional service center (rsc) service log review revealed a delivery failure (df) alarm raised due to main supply voltage out of tolerance: valid range: 2435 to 4075 counts (actual value: 2435 counts). The df was followed by a low battery alarm, consistent with smart battery fuel gauge drift. The low battery alarm raised: time remaining: 0 min. The rsc replaced the battery as part of 2 year preventative maintenance (pm). A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On 03-aug-2015, during a routine review of service order findings from a regional service center (rsc) located in the united states, the company's quality representative identified a smart battery fuel gauge drift with inomax dsir# (B)(4). Although the customer did not report an adverse event with this device, the smart battery fuel gauge drift in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event.